Event description:
It was reported that the implantable pulse generator (ipg) was set to store four electrograms (egms) but only one episode is showing an egm. Data was reviewed which showed diagnostic data corruption. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the egm (electrogram) pre-storage data was missing/invalid. Diagnostic data corruption leading to some missing data for the egm.